Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16160. It was reported that the patient experienced ineffective therapy. X-ray revealed that the patient¿s right l5 lead migrated. As such, surgical intervention took place wherein the migrated lead was explanted and replaced with a new lead. The new lead was implanted at s1 due to scar tissue at the previous l5 location. Reportedly, therapy was confirmed post operatively. It is unknown which lead migrated. Hence, both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.